Event description:
It was reported to boston scientific corporation that a passport ureteral balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, during the procedure, the filaform tip became elongated. The balloon worked fine. The procedure was completed with this device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a passport ureteral balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, during the procedure, the filaform tip became elongated. The balloon worked fine. The procedure was completed with this device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual and tactile evaluation of the returned device revealed no damage to the shaft of the device. The balloon was not folded or wrapped around the core wire. The wire on the tip of the device had become elongated and unraveled.